Event description:
It was reported that the cleo-90 was leaking at the connection point (luer lock) and would not prime properly. The event occurred while in use with a patient. There was no patient injury. The issue was resolved.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.